Manufacturer narrative:
The pump was received with critical pump errors due to a problem isolated to the electronic board. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and corrosion on the force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported via phone call, the insulin pump had alarmed critical pump error during a bolus. Customer's blood glucose was 11.2 mmol/l. Customer was new on the device and done a bolus and there was no others. Customer's nurse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device will be returning for analysis.